Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported intermittent ECG signal disturbances. The customer reportedly shocked the patent (tried to resuscitate a patient with the pallets) as they thought the qrs was low compared to the ECG signal. The patient expired.

Manufacturer narrative:
The investigation for the issue reported concludes no malfunction of the system occurred. The cause of the problem was attributed to user error / training. The attending philips field service engineer visited the customer's site and was unable to confirm a device malfunction. After discussing this incident with end users, it was determined that an electrode may have become disconnected during the case, which caused the issue to occur. Philips clinical personnel also made the same conclusion following review of the information available for this case. The fse provided staff with training on how to better apply electrodes and clean the skin. No parts were replaced or returned to philips in association with this complaint and the device remains in use at the customer's site. The absence of further calls supports that the reported problem was resolved. No further action or investigation is warranted based on the available information at the time of complaint closure. In the event additional information is received, another investigation will be opened.